Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during peritoneal dialysis, dwell 2 of 4. The technical service representative (tsr) explained the alarm. The home patient (hp)was connected at the time of the alarm and had left the clamp open on the disposable cassette's unused final line. The tsr told the hp she would need to use new supplies. The tsr had the hp cycle the power to get a system error 2367, then again to get back to "press go to start." The hp was to use new supplies. The tsr explained proper set up procedures. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed, based on the consumer report. The cause of the event was use error. Per baxter labeling, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. There was no reported device malfunction therefore no further investigation will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.